Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during photocoagulation procedure the laser output energy was low from laser indirect ophthalmoscope. Surgery was completed by using different laser system. There is no patient harm.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. An issue was found with the laser indirect ophthalmoscope (lio) fiber. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event is attributed to a nonconforming laser indirect ophthalmoscope (lio) fiber. However, the system itself was found to meet specifications. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).